Event description:
It was reported that during an unknown procedure, the device did not fire. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Double feed, malformed clip. (B)(4). The analysis results found that the device was received with one unformed clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence causing the pear-shaped clip to form. The remaining clips were conforming according to our manufacturing specifications. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. The device locked out as intended but the orange indicator was not visible; however, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.